Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The event history log was reviewed and there were battery communication and battery not working alarms in the history. Start-up test and inspection were conducted. The reported issue was able to be duplicated. The issue was caused by impact on the damaged top case. There was also contamination in the interconnect board for the battery issues. This issue is a result of the customer's physical damage and subsequent fluid ingression into the device. The interconnect board and top case were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication timeout and a broken top case. There was no patient involvement and no additional information.